Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient has had the same device for over 15 years. No actions have been done to resolve the failing battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and cervical/neck. It was reported that the ins was running out of batteries and their healthcare provider (hcp) passed away, so they didn¿t have a hcp to replace the battery. The patient stated that they spoke with a rep about a revision 4 months ago, but had not heard back from them regarding a possible replacement. The patient stated that the battery had officially stopped working. It was reported that the battery died last month. An email was sent to the rep stating that the ins had reached eos last month and needed to be replaced. Additional information was received from the rep stated that they saw the patient recently at the doctor¿s office and they redirected them to a different doctor. They stated that they thought they saw the patient five weeks ago. Additional information was received from the patient reporting that the patient stated that the monitor was saying that their battery was getting low and that their doctor was going to remove the implant, but then they passed away. The patient was redirected to a different healthcare provider (hcp) and the patient stated that they were all set up with them and then they cancelled last minute due to insurance. Additional information was received from the patient. The patient reported that his implant battery died 3 months ago and the pain is ¿killing me now¿ referring to his neck pain. The patient also reported that the ins was trying to push itself out but hadn¿t broken the skin. No further complications were reported.

Event description:
Additional information was received from the patient and it was reported that the implant was installed 10 years ago. It started pushing out 4 months ago. The battery also stopped working. Nothing has been done. The insurance does not want to help, claiming it's not an emergency. They are living in pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.